Event description:
Patient was sitting in his wheelchair. Patient bent forward to adjust the heel of his shoe and the left brake of his wheelchair failed and the wheel rolled backwards and the patient slid off the seat and onto the floor. Patient reported no pain and patient was able to perform a floor to bedside chair transfer with stand by assistance. After sitting in chair, patient reported a "twinge" in his back when he fell, but without increased pain. Md and rn notified to evaluate patient. Physical therapy was notified of l brake failure. Patient's wheelchair was replaced by physical therapy.====================== health professional's impression======================n/a